Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported having injected a patient with a juvéderm® volift¿ with lidocaine in the temporal area. About two months later, the patient was injected in the dark circles area, ck3, with juvéderm® volift¿ with lidocaine. During the injections the patient was concomitantly treated with ¿toxin¿. The patient was pre-treated and post-treated with an unspecified treatment. About 10 months later, the patient presented inflammation and nodules in the face. The hcp noted that the patient referred that ¿granulomatous lesions appeared¿. The event was further described as ¿lesions in grooves and cheeks¿. According to exams, there is a substance similar to bio polymers. Magnetic resonance imaging (MRI) showed synthetic material infiltrated in fat and cheek muscle and nasogenian groove, with inflammatory reaction. The hcp noted that the event caused permanent damage, which was not specified. No treatment has been provided for the symptoms. The hcp expressed that this type of reaction does not happen with hyaluronic acid. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00050 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine (lot v17la80127).